Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and cleared the error code. The ventilator then passed all testing. No parts were replaced.

Event description:
It was reported that a ventilator went into an inoperative condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.